Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse checked error logs and found error 31019 and 31020. The fe checked and noticed that the use hours are reaching maximum limits and updated the counters. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the staff contacted the technical support to report a fault. The caller stated that system reported error 31020. Before calling the technical support, site has hard power cycle system for 3 times. But issue remained. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to traditional laparoscopic surgery. There was no patient injury.

Event description:
Refer to h11 for follow-up information.